Manufacturer narrative:
Correcting the following fields to align with the information provided in the global unique device identification database (gudid): d1brand name, d3 device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. The d4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the access port. This was identified during patient infusion with packed red blood cells (prbc). After the blood transfusion completed, the nurse transfer the prbcs to saline to flush the line. The pump alarmed and the nurse found a tubing kink near the peripheral intravenous line (piv) site. Both the blood and saline infusion leaked over the bed and patient. The nurse inspected the tubing; blood and saline backed up and leaked from the access port when the tubing kinked. The piv line was flushed and intact. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.